Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro intervention (aneurysm) procedure using a 6f sheath. Reportedly, a suture break occurred with the first prostyle device. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Since only a portion of the suture was returned, the reported suture separation could not be tested/confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Correction: h6 - medical device problem code: code 1142 was removed and code 1562 was added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro intervention (aneurysm) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.